Event description:
A megasuture cut needle driver was returned without a return merchandise authorization (RMA). No further information has been received regarding this complaint.

Manufacturer narrative:
The instrument has been returned to isi for evaluation. The instrument had a broken grip cable. Grip cable is broken at the distal idlers. Idler pulley spins freely and was not damaged. Cable segment sticks out at wrist. Other cables at wrist are not damaged.